Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose declined to 46 mg/dl a week prior. The customer's blood glucose was 67 mg/dl at the time of the call. Customer had treated their blood glucose with food. Troubleshooting found the drive support cap was not damaged. Troubleshooting could not be completed as the customer's battery was low. The customer also inquired how to stop insulin delivery during the night. Customer stated they will be suspending their insulin pump in the mean time. No additional information provided.